Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to early battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4518 lead, implanted: (B)(6) 2006; 0185 lead, implanted: (B)(6) 2006; blvbis10 lead, implanted: (B)(6) 2009. (B)(4).